Event description:
It was reported, according to our surgical technician, the vitalium bar broke in two pieces, when the surgeon was trying to bend the bar inside the patient. The bar had been fixed through the blockers to the spine. When this happened, they had to replace the bar. The surgeon said that this situation had never happened before.

Manufacturer narrative:
Method: device history review. Device not returned. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified conclusion: no further investigation for this event is possible at this time as no device was received.

Event description:
It was reported, according to our surgical technician, the vitallium bar broke in two pieces, when the surgeon was trying to bend the bar inside the patient. The bar had been fixed through the blockers to the spine. When this happened, they had to replace the bar. The surgeon said that this situation had never happened before.